Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a failed calibration and low flow rate 1.4 through functionality test and glitch in screen when in use of the arctic sun device. Per review of wo on 20aug2025, there was no patient involvement. Per follow up information received via mail on 21aug2025, the device was sent in for a bd-approved facility for evaluation. Issue was not resolved; unit would need to be sent to the us for chiller repair. No repair performed locally.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was identified as a chiller failure. The arctic sun 5000 was evaluated upon receipt. It was confirmed that the hot gas bypass on the chiller has failed. Replaced the chiller assembly. All other applicable upgrades were verified complete in accordance with service procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Correction: f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a failed calibration and low flow rate 1.4 through functionality test and glitch in screen when in use of the arctic sun device. Per review of wo on 20aug2025, there was no patient involvement. Per follow up information received via mail on 21aug2025, the device was sent in for a bd-approved facility for evaluation. Issue was not resolved; unit would need to be sent to the us for chiller repair. No repair performed locally.